Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2022 and barbed suture was used. The barb was found missing in the newly dispensed suture when it was opened to prepare for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code sxpp1a405 was received for evaluation. During the visual assessment of the sample, the suture was examined, two barbs were found with damages at the tip, and four barbs were noted to be missing. Based on the information currently available, the damaged barbs and missing barbs issues were identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. (B)(4).